Manufacturer narrative:
(B)(4). The root cause was undetermined. Baxter has found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted. A follow-up MDR will be submitted if additional information is obtained.

Event description:
A system error (se) 2240 (air in line) alarm was identified in the patient's alarm log of a returned homechoice device. The system error was not in the event log. It is unknown if this alarm occurred during patient therapy, however no patient injury or medical intervention was reported.